Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ slip tip syringe with precisionglide¿ needle plunger was difficult to push during the injection. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2021, the doctor performed a thyroid nodule biopsy for the patient. After disinfecting the drape and preparing to inject the anesthetic with a 1ml syringe, the needle was found to be unable to pull the plunger and immediately replaced with another syringe for the drug injection. This phenomenon has recently occurred usually."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ slip tip syringe with precisionglide¿ needle plunger was difficult to push during the injection. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2021, the doctor performed a thyroid nodule biopsy for the patient. After disinfecting the drape and preparing to inject the anesthetic with a 1ml syringe, the needle was found to be unable to pull the plunger and immediately replaced with another syringe for the drug injection. This phenomenon has recently occurred usually."